Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was not returned for evaluation. The investigation is inconclusive for the alleged break issue. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600650, chronic catheter, allegedly experienced a break. This information was received from a single source. This malfunction involved a (B)(6) year old male patient with no consequences. The patient's weight was not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. The investigation is confirmed for catheter crack and aspiration difficulty. A definitive root cause could not be determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600650, chronic catheter, allegedly experienced a break. This information was received from a single source. This malfunction involved a 36 year old male patient with no consequences. The patient's weight was not provided.